Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump squirts insulin during prime. Customer's blood glucose level was unknown. Customer states that they put new battery and its dead a day later and also random no delivery alarms. The insulin pump will not be returned for analysis.